Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged filter migration. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 32 months post filter deployment; allegedly, the migrated filter was captured and retrieved successfully. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged filter migration. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens.

Event description:
It was reported that approximately 32 months post filter deployment; allegedly, the migrated filter was captured and retrieved successfully. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided.

Event description:
It was reported that approximately 32 months post filter deployment; allegedly, the migrated filter was captured and retrieved successfully. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated the ivc, aorta, vertebral body, gi tract. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Post filter deployment, CT revealed bilateral pulmonary emboli, small bilateral pleural effusions, and bibasilar atelectasis. Approximately a year later, patient presented with abdominal pain. Approximately two years later, CT revealed ivc filter in place with some of the prongs projecting outside of the ivc, one abuts the calcified lateral wall of the aorta, second appears to extend into adjacent vertebral body, third was located along the anterior lateral border of the aorta, and showed possible migration of the ivc filter. The apex of the filter also appeared to be tilted against the anterior wall of the ivc. Subsequently, the filter was removed successfully. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter migration. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.